Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications. Patient was diagnosed with methicillin resistant staphylococcus aureus (mrsa) infection.

Event description:
A male was implanted with a gore propaten vascular graft in the left femoral popliteal position. The graft was explanted in 2008. Physician suspected that the graft possibly could be infected with mrsa. There was fluid around the graft of which a biopsy was taken. There was no infection indicated in the biopsy but because the patient had been on vancomycin for a few days, the results were inconclusive. The physician replaced the gore propaten vascular graft with vein.